Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Concomitant medical products: 638rl28 heart ring, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high sensing integrity counter (sic) and noise. It was suspected that the ra and right ventricular (rv) leads were touching with silicon abraded between the leads. Programming options were discussed. The leads remain in use. No patient complications have been reported as a result of this event.